Manufacturer narrative:
H2) additional information: e1 (facility name, street 1, city, country, postal code, phone number) h3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the tower encountered a non-recoverable error. A failure code for 'linked to ethercat master: no response on cyclic ethernet frame' was observed on arm cart assembly 3. An error code for 'linked to arm non-recoverable error - robotic arm hal data loss' was observed. Attempted to reboot the arm cart assembly and surgeon console, but this did not resolve the issue. The entire tower was rebooted to resolve the issue. Evaluation of the logs indicated that the central safety monitor process died. As a result of the process dying, the safety node was placed into a malfunction irrecoverable state, and system non-recoverable errors were reported due to the loss of communication between the main system computer (msc) error bridge and the central safety monitor and between the central alarms handler and the central safety monitor. This triggered an error code for 'linked to communication loss: msc error handler - tower' and an error code for 'linked to system inoperable - client communication loss - tower'. Attempts to recover from a system non-recoverable error by restarting the arm cart or surgeon console are not recommended and a recommended path to recover is to restart the tower. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication loss or due to the connected robotic arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during technical training at a training facility, the tower encountered a non-recoverable error. Attempted to reboot the arm cart assembly and the surgeon console, but the issue persisted. A complete reboot of the tower was done to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during technical training in a training facility, the tower encountered a non-recoverable error. The team attempted to reboot the arm cart assembly (aca) and the surgeon console (sc), but the issue persisted. A complete reboot of the tower was done to resolve the issue. There was no patient involvement.